Event description:
The patient had a history of multiple cases of recurrent bacterial endocarditis. The patient was admitted to the hospital with evidence of embolic stroke, fever, and positive blood cultures (streptococcus viridans bacteremia). Transesophageal echocardiography showed a 1.5 x 0.5 cm vegetation on the anterior aspect of the valve and paravalvular leak. The valve was explanted and replaced with 25mecj-502.